Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they had a mdt spinal cord stimulator device that was removed in (B)(6) 2020, patient mentioned it never worked, they had to charge it and it was uncomfortable. Patient asked if the new device they put in their back for their bladder does not need to be charged. Agent reviewed information. Patient was not sure about hcp's name.